Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported the vibration on his infusion device is not working. Pt stated he was replacing an insulin cartridge and noticed that the infusion device didn't vibrate as normal when the device went through the self test. Pt reported when the infusion device displayed "vibration test", it did not vibrate. Had pt insert a new battery. Pt stated during the startup, the infusion device did not vibrate again. Pt reported the device went through the self test but did not vibrate as normal. Pt stated he will continue to use the infusion device at this time and may call back at a later time. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.